Event description:
Plaintiff alleges latex allergy and has become sensitized to latex and is now subjected to increased health risks and may no longer work as a medical technologist in any medical facility. Plaintiff further alleges that as a result of this sensitization to latex, she is subject in the future to one or more anaphylactic reactions and has suffered substantial injury, pain and suffering, as well as economic loss.